Event description:
The facility representative reported a colleague infusion pump which experienced failure code 570:320:844:0000. It is unknown when or at what point in the process this condition occurred. No patient injury or medical intervention occured as a result of the reported condition. The user interface module master software version is 5.04.00, which is classified as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause investigation for the reported problem is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 570:320:844:0000, and determined the root cause to be depleted main batteries. The main batteries were replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.